Event description:
It was reported that a traumatic grasper broke during a case. The broken part was retrieved from the patient during the case and there was no harm to patient. The case was a lap chole and it was completed as planned. Additional information (B)(6) 2013, the facility contact reported that he feels the surgeon is applying to much force to the handle.

Manufacturer narrative:
(B)(4), the device has not yet been received for evaluation. If it is received and an evaluation is done, a follow up will be sent.

Manufacturer narrative:
(B)(4):one (1) device was received for evaluation for the ¿whole jaw came off the metal insert.¿ the device was from a set and had a date code of a13 was which indicates this instrument was manufactured january 2013. The customer failed samples show a fracture at the rod fork where one side is completely broken off. Carefusion is aware of this reported failure and modifications have been made to the heat treating parameters, material hardness values and improvements to the electro-polishing/passivation processes. A review of the device history record for the reported lot did not indicate any non-con conformances. A trend analysis was conducted for this reported failure mode and product code. Previous complaints have been filed under this reported problem. We will continue to monitor and trend for the reported failure for this product code. Our records have been updated to aid in activities should another issue be reported for this product code.